Event description:
It was reported the patient presented during routine follow up and noise episodes were noted. Lead dislodgement was observed. The patient had a history of twiddlers syndrome. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.